Event description:
It was reported the site submitted log files to look for evidence of pump thrombus and to investigate the occasional low flow readings. Technical services reviewed the log file and observed multiple low flow alarms on (B)(6) 2021 through (B)(6) 2021. The estimated flow appeared to be fluctuating below the alarm threshold of 2.5 lpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported respiratory failure and patient outcome could not be conclusively established through this evaluation. Analysis of the submitted log files confirmed multiple low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. The log file contained approximately 4 days of data with persistent low flow hazard alarms captured. The alarms occurred due to the estimated flow being calculated below the low flow threshold of 2.5 lpm. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. It was reported that the device will not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this IFU lists respiratory failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump performance monitoring outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 08feb2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient expired at their nursing home on (B)(6) 2021 due to an unrelated respiratory arrest.